Manufacturer narrative:
Due to character restrictions in block e1 initial reporter and event site address: (B)(6) and (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a test routine, the cardiosave intra-aortic balloon pump (iabp) unit made a synchronous noise heard from the pneumatic system just above the batteries. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer after carrying out the functional check and test, no abnormal operation was detected. Unit is cleared for clinical use.